Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the blue fiber connect kit. The system was verified and ready for use.

Event description:
It was reported that site contacted intuitive technical support engineer (tse) to report that blue fiber cable was broken. There was no report of patient involvement.